Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Implanted date is 'month and year valid' only. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 9 months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The valve was replaced due to stenosis with elevated gradients. No additional adverse patient effects were reported.